Event description:
Pt was admitted to the hospital due to gross hematuria and a mass extending from the prostatic fossa into the bladder. Pt had a history of two previous turps. Another turp was performed in 2002 with reportedly no complications. The pt experienced persistent discomfort and intermittent hematuria following their surgery. The pt followed up with another urologist who ultimately discovered a foreign body, the resectoscope tip, in the bladder.